Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4), conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and allow for rectocele and cystocele repair and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary and bowel problems, recurrence, dyspareunia and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-26106. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy.